Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up rapidly during use. It was reported that an attachment device was also heating up, but it is unknown if the devices were used together. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device would not lock the cutter in. After the burr lock mechanism assembly was disassembled, it was noted that the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. One of the springs were observed to be out of place and deformed and the other spring was out of place and completely gone. The cause for the springs to come out of place is due to the handpiece being run without a cutter. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.